Manufacturer narrative:
Device return the marksman catheter was returned for evaluation. The marksman body was found to be flattened approximately 2.5 to 10.5 cm from the distal tip and accordioned approximately 21 to 31.5 cm from the distal tip. Additionally, the marksman was found to be separated approximately 30 cm from the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The catheter was flushed with water, which leaked out at the separated location. The marksman was then tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on investigational findings, the report of marksman leak was confirmed. The broken ends of the marksman exhibited stretching and necking which suggests that the catheter separated when the tensile strength of the tubing material was exceeded. It is possible that the patient¿s moderate vessel tortuosity may have contributed to the reported high resistance during flow diversion device delivery. However, the cause for resistance could not be conclusively determined. Additionally, the damages seen on the marksman body suggest that excessive force used when pushing and pulling against the resistance. Per flow diversion device instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation.

Event description:
Medtronic received information of a microcatheter perforation. It was reported that during treatment of an aneurysm located in the supraclinoid segment of the right internal carotid artery, the m icrocatheter was removed from the patient and was found stretched. Saline was found leaking 30 cm from the tip, which was suggestive of a perforation of the microcatheter. It was reported that a flow-diversion device could not be advanced through the last 30cm di stal segment of the microcatheter due to great friction. The physician decided to change all the access systems for more support. A new device and microcatheter were used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.